Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken spatula tip. A piece that measures approximately 0.079" x 0.073" was not returned with the instrument. The root cause of this failure is attributed to user. The instrument was found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately .058¿ x .062¿. Root cause of this failure is attributed user. Although the instrument was found to have a broken spatula tip during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction.

Event description:
It was reported that prior to da vinci assisted procedure, the tip of the permanent cautery spatula appeared broken or chipped. The procedure was completed and there was no patient injury.